Manufacturer narrative:
Retainer ring = clear. Customer passing reported on (B)(6) 2021. Device was returned with no allegations. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (B)(6) 2021 dailytotalofallinsulindelivered = 19.8, (B)(6) 2021 dailytotalofallinsulindelivered = 16.725, (B)(6) 2021 dailytotalofallinsulindelivered = 18.35, (B)(6) 2021 dailytotalofallinsulindelivered = 17.25, (B)(6) 2021 dailytotalofallinsulindelivered = 17.275, (B)(6) 2021 dailytotalofallinsulindelivered = 12.625, (B)(6) 2021 dailytotalofallinsulindelivered = 11.95. Device tested ok with no device problems found. Device was returned with no allegations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0870 inches. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: (B)(6) 2021 daily total of all insulin delivered = 19.8. (B)(6) 2021 dailytotalofallinsulindelivered = 16.725. (B)(6) 2021 dailytotalofallinsulindelivered = 18.35. (B)(6) 2021 dailytotalofallinsulindelivered = 17.25. (B)(6) 2021 dailytotalofallinsulindelivered = 17.275. (B)(6) 2021 dailytotalofallinsulindelivered = 12.625. (B)(6) 2021 dailytotalofallinsulindelivered = 11.95. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the customer passed away in university (B)(6) hospital. The customer was hospitalized on (B)(6) 2021 due to heart attack. The cause of death was heart attack. The caller stated that the customer had heart attack, the heart did not have enough energy to send blood and oxygen to her body that may had led to the customer's passing. The customer¿s blood glucose was stable at the time of death. The customer was wearing insulin pump at the time of death. The insulin pump will be returned for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
Retainer ring = clear. Customer passing reported on (B)(6) 2021. Pump was returned with no allegations. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0870 inches. History download was successful using thus and carelink upload was successful. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: on (B)(6) 2021 daily total of all insulin delivered = 19.8. On (B)(6) 2021 daily total of all insulin delivered = 16.725. On (B)(6) 2021 daily total of all insulin delivered = 18.35. On (B)(6) 2021 daily total of all insulin delivered = 17.25. On (B)(6) 2021 daily total of all insulin delivered = 17.275. On (B)(6) 2021 daily total of all insulin delivered = 12.625. On (B)(6) 2021 daily total of all insulin delivered = 11.95. Device tested ok with no device problems found. Pump was returned with no allegations. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.